Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the dfm100 device indicating that there was an ECG malfunction. The rse evaluated the device and determined that this was not a malfunction. The rse performed the operational check, no issue was observed and the device returned to normal use. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.